Event description:
It was reported that on (B)(6), 2023, the product worked slowly at all speeds. There was no patient involvement. Discoloration of the device was noted during product inspection on (B)(6), 2023. This report involves one hand piece for battery powered driver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2b: additional device product codes: hxx, gxl. H3, h4, h6: service and repair evaluation: the customer reported that 05.000.008, hand piece for battery powered driver was working slowly in all speeds. The repair technician reported that device failed cosmetic test, device ran slow in fast forward, forward and reverse mode, membrane vent was discolored, device has discolored wires, brown residue was present on motor and barrier, and one of the contact plate screws was broken off in hand piece housing. New hand piece housing was used to complete the repair. Damaged component is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, set screw, housing barrier and others. Repair and final inspection of the contact plate screw was not performed, the hand piece housing was repaired per the inspection sheet, passed synthes final inspection on (B)(6) 2023 and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history review (DHR): part# 05.000.008. Synthes lot # 008175. Supplier lot # 008175. Release to warehouse date: 19 may 2022. Supplier: triangle manufacturing. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.